Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis of testing has been done. No additional information has been reported to allergan regarding the exact explant date or patient data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported "fluid check was performed [three months ago]. There should have 7.5ml in the band. When checked, there was 3ml present. Port replacement was carried out and when the removed port was checked for any damage it was observed that there was a leak in the small rubber piece connecting the port to the tubing."